Event description:
On 04 october 2024,senseonics was made aware of an incident where user reports infection at insertion site two weeks after the user got inserted.user's prescribing hcp is aware of the event and was advised the user to go to the ER, but user did not follow the recommendation.despite multiple follow up attempts with the user to gather additional information the user eas unresponsive.per dms, user is not using the system since thursday on (B)(6) 2024, at 5:54 pm.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024.the user reports infection at insertion site two weeks after the user got inserted.user's prescribing hcp is aware of the event and was advised the user to go to the ER, but user did not follow the recommendation.despite multiple follow up attempts with the user to gather additional information the user eas unresponsive.per dms, user is not using the system since thursday, on (B)(6) 2024, at 5:54 pm.